Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported the insulin pump at first didn't recognize a new battery, and then it turned off after the next battery change. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the left keypad button. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. After battery installation, a blank display was noted. Unable to determine unexpected battery power loss and unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7. The battery spring within the battery compartment was black instead of the usual copper color that it normally is. Both pcba1 and pcba2 were taken out of the case and then reinserted into a known good case. In this configuration the unit was able to boot up normally. The software version was able to be obtained. In summary, the customer¿s report the pump doesn't recognize a new battery was unable to be confirmed; however, the customer's report that the pump turned off was confirmed during testing. The blank display is due to a corroded battery spring within the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had turned off. Customer stated that insulin pump did not recognized new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.